Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on march 16, 2017, omsc confirmed that the coating on the outer surface of the jaw was partially come off. The ptfe pad of the subject device was partially worn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The short circuit error did not occur when an operator output in seal mode with the. Grasping section closed. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The error was likely due to the causes below: the ptfe pad was partially worn when the user continued to activate seal and cut mode without contacting the tissue (including after the tissue was already cut), or output with grasping tissue and twisting the device. Since the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section, and a scratch occurred on the probe and the non-insulated part. An error occurred when the user output the device in seal and cut mode with the probe contacting the non-insulated part of the grasping section, and then the contact marks occurred on the non-insulated area of the grasping section and the probe. The instruction manual of the device has already worn as follows; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a cytoreductive surgery, u508 error occurred. There was no patient injury reported. On march 16, 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw partially came off.